Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the 2.5x33 mm xience prime stent was not deployed or used in the anatomy. After device unpacking, the separated shaft was noted. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was met with the anatomy when advancing the 2.5 x 33 mm xience prime stent delivery system (sds) in the predilated, moderately tortuous, moderately calcified, proximal to mid left anterior descending coronary artery. The stent was deployed, but during removal of the sds, resistance was met with anatomy, and the proximal shaft separated. No additional intervention was required to remove the separated shaft that remained inside the guide catheter. There was no adverse patient effect. No additional information was provided.